Event description:
The customer reported that the system was not working properly. The field engineer noted that the system intermittently shuts down without command and also intermittently does not start (boot up) properly. There is no report of injury or death associated with the events described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the right panel. The system operates as intended.